Event description:
This pt underwent a left total knee in 1996 and did well until a few weeks ago when pt began having increasing pain and swelling of the left knee. Pt was admitted to this facility for a revision of the left total knee arthroplasty. Intraoperatively the femoral component was found to be loose. This was removed and replaced.